Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is for the aviva expert system medwatch with identifier (B)(6) is for the aviva nano system.

Event description:
Caller reported a blood glucose result of 17 mmol/l on the aviva expert system and a blood glucose result of 4 mmol/l on the aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.